Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Two repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " customer took the first test and tested negative then he took the 2nd test and tested positive. He stated that he got a different brand of test and he also tested negative with the different test."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿test was positive and then took another brand test and came out negative.¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2013474. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Two repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " customer took the first test and tested negative then he took the 2nd test and tested positive. He stated that he got a different brand of test and he also tested negative with the different test."